Event description:
Report #2 of 2 for this event. As reported via legal documentation a patient underwent a revision of the right knee total arthroplasty. Subsequently, two (2) years later, the patient underwent a second (2nd) right knee revision due to pain, prosthesis wear and aseptic (non-infected) loosening. The tibial insert component was exchanged. No additional information is available.

Manufacturer narrative:
D10: 02-012-65-4017 - logic cc tib insert size 4, 17mm, 6382713, 02-010-06-0340 - logic cc femoral size 4, right, 6261302, 02-012-60-1880 - logic stem ext 18mm x 80mm, 5833757, 200-02-38 - three peg patella 38mm, 5586944, 201-78-81 - 3" trocar, mod. Hex 2pk, 6167756, 521-78-23 - threaded pin size 2.3 collared 2pk, s012028. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00004. The reason for the revision in this event cannot be confirmed from the information provided, but may be due to prosthesis wear as reported, patient conditions, use of incompatible sized components or inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.